Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the jaw ramp broken off from the right side. No anomalies were found with the cam. The device was tested for functionality; it cycled, and fed the remaining clips conforming despite of the broken jaw ramp. An investigation has been initiated to determine the cause of the jaw ramp broken off from the right side.

Event description:
It was reported that during a gastric bypass procedure, the device jammed on the second firing. No excess stress was put on the device, fired on any type of tubing or performing a cholangiography. Another applier was used to complete the case with no patient consequence. One device is being returned.